Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was received. Per visual inspection, the drain tube clip has come off and one rubber foot is missing. Functional testing was unable to duplicate the complaint as float switch works well. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action will be taken as the device works well.

Event description:
It was reported that the fluid level alarm was being triggered. There was unknown patient involvement and unknown patient harm/adverse event reported.